Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in virginia reported that the rd900aeu neopuff infant resuscitator took 10 minutes to become operational. It was further reported that the issue was intermittent and the biomed could not replicate the issue. There was no reported patient involvement.